Manufacturer narrative:
The device and five additional samples from the account were returned to the MFR for evaluation. The tubing and connectors were measured and two out of the six connectors did not meet specs per print. All parts were pull tested and did not meet specs. This MDR is being submitted late as it was identified during a retrospective review conducted pursuant to a FDA inspection at the manufacur's facility in 2008 and in response to an inspectional observation. The agency's inspectional observation concerned the manufacturer's decision not to submit mdrs for certain events involving product manufactured facility.

Event description:
It was reported that the connection between the y connector and the drainage tube was loose. No injury or adverse consequences were reported as a result of the incident.